Event description:
It was reported that this right atrial lead was surgically abandoned due to a lead conductor fracture. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).